Event description:
It was reported that during a colostomy closure, the device could not be fired. Another device with the nelaton catheter was used to complete the case. However, there was a clip in the rectum and the device might have clamped it so that the leak test was positive. Additional resection was required to re-anastomose. The surgeon believed that leakage was not related to the device. There were no adverse consequences to the patient. One device will be returning. No further information is available.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information: the anastomosed site was around the peritoneal reflection. The deployed staples at the 2nd firing were formed properly. The patient¿s condition is stable. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 04/12/2022. D4: batch # 246a86. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device arrived with no apparent damage. The anvil was received with a cut washer and the device was fully loaded with staples, indicating that the device had not been fired. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. However, when the battery was installed the green checkmark illuminated indicated that the device was not reset. This defect has been correlated to a manufacturing process. The device was sent for additional evaluation. Upon arrival at the pi lab, the device was received with staples still in pockets although the green check mark illuminated upon insertion of the battery. During analysis, the shrouds were removed and determined that the cam and the stop switch actuator were in stop position. Hence it was determined that the device required a reset. When the device was reset using a reverse battery, it fired normally. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.